Manufacturer narrative:
Method - a review of the manufacturing paperwork is being conducted.

Event description:
On (B)(4), 2010, this patient was implanted with gore excluder aaa endoprosthesis. On (B)(4), 2010, an additional procedure was performed whereby an additional contralateral leg component was implanted. Multiple attempts have been made to obtain additional information, none has been received.